Event description:
It was reported that pre-op, nim patient interface had no stim response issue. When the interface box 1 channel was plugged, it sometimes worked well and sometimes didn't. When the customer encountered the above situation, plugged and unplugged or restarted the interface box several times to solve the problem. There was no patient involvement.

Manufacturer narrative:
H3: product analysis found that stim1 impedance self-test failed, interface pcb failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.